Manufacturer narrative:
This is the fourth of 4 reports. Subject device is not available.

Event description:
Patient successfully underwent intracranial stenting with stent microcatheter and balloon catheters (subject device) on the internal carotid artery (ic) with stenosis rate of 80% and lesion length of 10 mm. Next day magnetic resonance imaging (MRI t2) weighted image showed unknown black void on right brain. However, the same level of CT image showed no sign. According to the physician, the black void indicates metal artifact of some metal which was used in the procedure, possibly fragments of coating or a part of product components. The patient was asymptomatic.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. While there are a number of potential causes for the reported issue, because the review of all available information failed to identify a definitive cause and because the product was not returned for analysis, the exact cause for the reported un-retrieved device fragments cannot be determined. Expiration date: added. Manufacturing date: added.

Event description:
Patient successfully underwent intracranial stenting with stent microcatheter and balloon catheters (subject device) on the internal carotid artery (ic) with stenosis rate of 80% and lesion length of 10 mm. Next day magnetic resonance imaging (MRI t2) weighted image showed unknown black void on right brain. However, the same level of CT image showed no sign. According to the physician, the black void indicates metal artifact of some metal which was used in the procedure, possibly fragments of coating or a part of product components. The patient was asymptomatic.